Event description:
The following was reported to gore from the study avg (B)(4) from the viedoc database: it was reported that the patient requires the creation of vascular access for hemodialysis secondary to a diagnosis of end-stage renal disease and intends to use gore® acuseal vascular graft device for arteriovenous (av) access. It was stated that on november 19, 2024, a gore® acuseal vascular graft was implanted straight in the right upper arm of a 62-year-old female patient. A thrill or bruit was noted at the end of the graft procedure. No adverse events occurred, and no additional procedures were performed during the implantation. The first successful hemodialysis session was conducted on (B)(6) 2024, and/or (B)(6) 2024. On (B)(6) 2024, the cvc was removed. On (B)(6) 2025, graft delamination was noticed as device deficiency but not associated with any adverse event. It could have led to graft thrombosis and hemodialysis dysfunction. On (B)(6) 2025, a repeat intervention was performed, namely the explant of the gore® acuseal vascular graft due to graft delamination. The patient was discontinued from the study.

Manufacturer narrative:
B5 describe event or problem was updated. As the product was not made available, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for further evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore from the study avg 2209-737-004 from the viedoc database: it was reported that the patient requires the creation of vascular access for hemodialysis secondary to a diagnosis of end-stage renal disease and intends to use gore® acuseal vascular graft device for arteriovenous (av) access. It was stated that on (B)(6) 2024, a gore® acuseal vascular graft was implanted straight in the right upper arm of a 62-year-old female patient. A thrill or bruit was noted at the end of the graft procedure. No adverse events occurred, and no additional procedures were performed during the implantation. The first successful hemodialysis session was conducted on (B)(6) 2024. On (B)(6) 2024, the cvc was removed. On (B)(6) 2025, graft delamination was noticed as device deficiency but not associated with any adverse event. It could have led to graft thrombosis and hemodialysis dysfunction. On (B)(6) 2025, a repeat intervention was performed, namely the explant of the gore® acuseal vascular graft due to graft delamination. The study was discontinued.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the status of the device is unknown, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be reported in the final mir. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.